Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to customer's tendency to go low in the evenings. Due to the customer not having a current continuous glucose monitoring session on, the pump basal iq software did not terminate insulin therapy contributing to the low bg. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.